Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the device was working wonderful after they got it installed on the (B)(6). Patient stated that on the (B)(6) they had an appointment with their pain management doctor because they had a pain in their back on the left side so they scheduled them for an epidural shot. Patient said that they turned the device off when the doctor was ready to do the shot and then they waited about 30 minutes and turned the therapy back on. Patient mentioned that ever since they turned the therapy off and back on, they were going to the bathroom more and leaking more and they don't know what's going on because the therapy was not working like it was prior to turning it off - patient said that it was working beautifully when they had it on and they could stand up and they didn't have to go as much. The patient mentioned loss of therapy benefit. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient noted that they have a post op appointment with the urologist next week. On (B)(6) 2024, additional information was received from the hcp. It was reported that on (B)(6) 2024 the patient was back to being well controlled. The issue was resolved.